Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted on (B)(6) 2024 from rehab for neurological changes. A computed tomography (CT) scan was performed and revealed right middle cerebral artery (mca) occlusion and an ischemic stroke. The patient was immediately taken to interventional radiology (ir) to remove the clot on (B)(6) 2024. The patient was stable and recovering in the hospital.

Manufacturer narrative:
This event was determined to be a supplemental event. The investigation will be completed under MFR #: 2916596-2024-01313.